Manufacturer narrative:
H6; code 100: stripped pawl, which is caused by the handles beign forced open before the firing cycle stroke has been completed. Based upon the inquiry info received, the visual examination, and the functional test, it was concluded that the reported incident during surgery may havebeen caused by a stripped pawl. The instrument was received and the pawl stripped. The applier was cylced and there was no handle ratchet sound observed and clip fed into the jaws. The applier proceeded to fire and properly form the remaining 10 clips without incident. The applier body was disassembled and the pawl was observed to be stripped, which caused the anti-clip drop feature to be non functional. No conclusion could be reached as to how the pawl had become stripped. If the firing handles are forced before the firing stroke is completed, the pawl will become stripped. The instrument must be fired until the handles meet the body assembly to ensure the clip applied is fully formed. After the firing stroke is completed, the handles will return to the open position. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a bowel procedure. Clips won't hold. There was no consequence to the pt.